Event description:
An 11m disposable trocar was inserted in an incision at the base of the pt's umbilicus. Reportedly, the safety shield did not click and yet it was felt that the trocar must have been inserted to an adequate depth, so the trocar was removed and scope placed. A small, but imcomplete opening was noted in the peritoneum and the same trocar was reinserted and attempt was made to advance the trocar and sheath to allow better entry. Blood was noted, the procedure was converted to a laparotomy. Bleeding was noted from a hole in the mesentery and a small branch of vessel, laceration in the left iliac vein extending up to the bifurcation of the vena cava, and partial tear of the right iliac vein. Pt lost 2000cc blood. Pt condition is alive; injuries or sequelae are unknown.